Event description:
It was reported that this artificial urinary sphincter was not working properly. Two weeks later, a surgical procedure was performed, during which a crack in the cuff tubing was noted. All components were removed and replaced. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned components underwent a thorough analysis. The balloon was microscopically inspected, leak and functionally tested. No damage or abnormalities were noted upon microscopic examination, and no leaks were identified; however, the balloon did not pass functional evaluation as it output pressure was below specifications. The pump was visually inspected, leak and functional tested. Its kink resistant tubing (krt) presented wear to the filament, but the component passed all testing. Based on the information available and analysis results, the balloon not passing functional inspection could have caused or contributed to the reported clinical observation of device not working properly.

Event description:
It was reported that this artificial urinary sphincter was not working properly. Two weeks later, a surgical procedure was performed, during which a crack in the cuff tubing was noted. All components were removed and replaced. There were no patient complications reported.